Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 2.9, lab: 2.6. Inratio: 1.7, lab: 2.6. Inratio: 3.3, lab; 2.6. Caller also alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2010, inr: 2.9. Inr: 1.7. Inr: 3.3. Patient also reported 411 and nes errors. Follow up data with new strips: date: (B)(6) 2010, inratio: 2.0, lab: 2.2. Patient's therapeutic range: 2.0-3.0 inr.

Manufacturer narrative:
Investigation pending.